Event description:
Procedure: wedge/segmental resection. Reportedly, during the first firing of the stapler, the handle stopped and the instrument had to be removed by cutting the patient tissue. The tissue was then treated with another instrument. There was no bleeding or injury reported.